Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The device has fluid damage. The mainboard, latch/lock and latch/lock sensor needs to be replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was stated that the pump gave error 41541. There was unknown patient involvement.